Event description:
Per the clinic, it is now reported that there was no infection. Minor redness was observed near the incision and oral antibiotics were given as prophylactic.

Event description:
Per the audiologist, the patient developed an infection at the incision site and was treated with antibiotics (specific type, date, and duration not reported). The implanted device remains.